Manufacturer narrative:
Result of investigation: a technician was on site and was unable to identify any defects with the device. An stk was performed and the unit is working properly.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the 3100a ventilator that the reset knob was not working. At this time, there was no information of patient involvement reported with this event.